Manufacturer narrative:
A product investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported a blood leak during initiation of treatment. The leak was internal and blood was visible in the head of the dialyzer. The machine did alarm. The patient's dialysate flow rate was 500ml and the blood flow rate was 350ml. The estimated blood loss was around 30ml with no adverse effects to the patient and no medical intervention was required. The patient was able to successfully complete treatment with a new setup on the same machine. No sample has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested, therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.